Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot numbers of the products are unknown; therefore the device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The journal article also notes that all fractures occurred as a result of minor trauma related to the patient falls. Based on the information provided a likely cause for the reported issue is the patient falls.

Event description:
It is reported that 16 hips sustained periprosthetic fracture which led to an open reduction internal fixation where a femoral locking plate was used.

Manufacturer narrative:
Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4404766/ (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 47 patients were revised due to fractures.